Manufacturer narrative:
(B)(4). The complaint device was visually inspected and no defect was found. Reported fault could not be reproduced. No failure detected, device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about two hours. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.dexcom has issued an rga for patient to return the device to be investigated.